Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone, clonidine and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient inquired about ¿mixing intrathecal drugs¿ and how they cause motor stalls because the pump was replaced in (B)(6) 2016. Patient reported seeing information about how that could ruin the pumps and inquired if pump damage occurred from the car accident or from the drug. Pump recall and pertinent information was reviewed with the patient. The patient stated that the doctor was surprised that patient lived through all of it. A company representative was present at the surgery in (B)(6) 2016 and saw the spliced catheter was broken. There were no symptoms mentioned

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.